Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
To date, the device has not been received at boston scientific's return products department.

Event description:
Subsequently, boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory and the device had been electively explanted/ replaced in (B)(6) 2013. The competitor right atrial (ra) and competitor right ventricular (rv) leads were extracted and replaced. Boston scientific received information from the local representative that the system was explanted without incident.

Event description:
Boston scientific received information that this patient's latitude monitoring system detected a red alert (high right ventricular (rv) pacing impedance. The local representative was notified and the latitude data upload was reviewed by the clinic nurse. Subsequently, boston scientific received information that this local representative contacted technical services to discuss the red alert. Technical services reported that the device's rv pacing impedance alert had been programmed to 1000 ohms and was attached to a competitor rv defibrillation lead. Technical services commented that this may explain the alert for greater than 1400 ohms. The rv impedance had been stable in the 500-600 ohm range and the sudden increase may represent a primary lead issue. Subsequently, boston scientific received information from the local representative that the physician is discussing options with the patient and no invasive intervention has been scheduled at this time.